Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision hip: dr. (B)(6), (B)(6) hospital, (B)(6) 2018. Primary implant date: (B)(6) 2018. Patient dislocated. Cup and head removed, replaced with pinnacle multihole cup, constrained liner and head replaced. X-ray uploaded. Male patient.

Manufacturer narrative:
Investigation summar: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 7976912, device history review: no anomalies noted. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.